Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The main electronics of the device has been recently replaced. Software update has been performed to resolved the issue. The unit is now in good working condition.

Event description:
The customer reported bellavista detected a serious error on this unit. At this time, there is no information regarding patient involvement.